Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician observed multiple atrial oversensing episodes on merlin.net alert transmission on a particular day. Electrogram revealed it to be an internal oversensing of impedance measurements. The patient will be monitored. No patient symptoms were reported.